Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the balance middleweight (bmw) universal ii guide wire was advanced in the obtuse marginal. A prowater guide wire was advanced in the diagonal. The trek balloon catheter was advanced over the bmw universal ii guide wire without resistance, but something did not feel quite right; therefore, the balloon was removed, without resistance felt, out of the guide. There was no reported interaction between the prowater guide wire and the bmw universal guide wire during use. The bmw universal guide wire was also removed at which time it was observed that the guide wire had separated. The two pieces of guide wire were retrieved without the need for intervention. A new guide wire was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: the same trek balloon was advanced over the new guide wire without further issue. No additional information was provided.